Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing the patient at 121 beats per minutes while the patient was at rest. The physician noted this was life threatening to the patient. The device remains in use. No further patient complications have been reported as a result of this event.